Event description:
Additional information received indicated the device was explanted due to reaching end of life battery levels and not due to the "burning sensation." Prior to and during the explant procedure, the physician did not observe evidence of thermal burning. No additional treatment was required.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the burning sensation was first experienced prior to the device reaching end of life (eol). At the times the burning sensation was experienced, the patient reported to note that bluetooth was active on the phone. During a follow up in clinic to address the burning sensation, the patient was diagnosed with breast cancer, however, it is unknown if the burning sensation was related to the cancer. No burning sensations were reported following the explant procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced discomfort described as a "burning sensation" at the implant site. The device was explanted. No anomaly of the device was visually observed during the procedure. The device reached normal elective replacement indicator (eri) several months prior and was suspected to be at end of life (eol) at time of explant. It is unknown at this time if the device had reached eri or eol level at the start of the patient discomfort. The patient was in stable condition.